Event description:
On (B)(6) 2004, the pt was implanted with two gore excluder bifurcated aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the pt was lost to follow up for a few years. On (B)(6) 2012, a computed tomography revealed that the trunk-ipsilateral leg component migrated 5cm distally resulting in a proximal type I endoleak. No aneurysm growth was noted. On (B)(6) 2012, the pt was implanted with three gore excluder aaa endoprostheses to treat the migration and endoleak and to extend the originally implanted devices distally into the common iliac arteries. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.